Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was further reported that she has undergone additional surgeries and revisionary procedures, including mesh revision/removal on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with advantage fit.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal spotting and vaginal ulcer.